Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support, and the issue was resolved by resetting the pump without recurrence. The customer was advised to continue using the pump and to call back if the malfunction recurs.